Manufacturer narrative:
Investigation summary: one used 64082 was received for evaluation. The customer reported the electrode had disengaged from the catheter. The reported condition was confirmed. The visual inspection found the electrode had separated from the catheter. The investigation isolated the failure to the electrode breaking off the catheter, but a root cause was not identified. The failure is consistent with the electrode being rolled in the wrong direction when removing the device and upon removal, the electrode getting caught and separating from the device. No corrective action is required. Trending is performed per local procedure. A review of the device history records for the provided lot/serial number was completed and acceptance criteria for entries potentially pertinent to the customer¿s report were within specified limits at the time of release. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the rfa procedure after the fourth ablation the electrode disengaged from the white shaft of the catheter into the patient's esophagus. There was no harm to the patient, but the procedure was extended over 30 minutes to remove the detached electrode. No repeat procedure is necessary, there was no radiation exposure or unanticipated blood loss and the patient was discharged as normal. The defective device is being returned for investigation.